Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously serviced for the reported condition. (B)(4).

Event description:
During baxter onsite evaluation, failure code 810:04 on channel a was found in the event history. The failure code 810:04 was due to the air in line printed circuit board being out of calibration. No patient injury or medical intervention occurred. This device utilizes user interface module master software version 5.06.00 categorized as unremediated.

Manufacturer narrative:
During baxter onsite evaluation, failure code 810:04 on channel a was found in the event history. The failure code is due to the air in line printed circuit board being out of calibration. The channel a pump head module was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this report is being submitted because it is the same as or similar to a product distributed within the us. The baxter field service technician repaired the device on site. (B)(4)